Manufacturer narrative:
The customer's product has not been requested back since this is a delivery issue. The customer's daughter stated adc customer service informed her that the delivery of the test strips would be delayed a day.

Event description:
The customer's daughter stated, there was a delay in the delivery of her mother's test strips. During this time, the customer was experiencing symptoms of hyperglycemia such as excessive urination; therefore, the daughter purchased test strips at the store. The customer was able to get a blood glucose reading of 453 mg/dl on their precision xtra meter. The daughter called 911 and the customer was taken to the regional medical center where she was admitted. The customer was diagnosed with severe hyperglycemia and given insulin. There was no report of death or permanent impairment.